Manufacturer narrative:
A ge representative evaluated the system and verified the no boot condition. Ge representative reloaded operating software and configuration files, checked and verified the system was fully operational by booting system 5 times with no problems or errors.

Event description:
The customer reported the system displayed a "file corrupted" error and could not complete boot up outside a procedure. No pt injury was reported.